Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient (patient age and weight are unknown). As the device was advance over the guidewire, outside the patient, the push catheter sheared and exposed the stiffening wire/pullwire. The procedure was successfully completed with another flexima rx biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.